Event description:
Nurse attempted to move bed sideways by pulling outward on the siderail (contrary to warning labeling). Siderail malfunctioned (not completely latched) resulting in nurse falling down. No injury is associated with this event.